Event description:
Reporter indicated that vns patient was involved in an auto accident and has since experienced an increase in seizures. Device diagnostic testing after the accident resulted in high lead impedance readings, indicating possible device malfunction. Lead break is suspected. The patient is scheduled for revision surgery.